Manufacturer narrative:
(B)(4) reloaded software and everything was working fine, no further issues.

Event description:
A medtronic representative reported that the surgeon was able to register the patient successfully, verify all instruments, and was able to place one screw successfully. Surgeon noted no problems with navigation. However, he said the images "kept flipping" too fast for him when using navlock instruments. The rep explained to the surgeon on how to position the navlock instrument. Eventually he elected to stop using navigation due to the "images flipping" during the use of navlock. There was no impact to the patient.